Manufacturer narrative:
The customer contacted a siemens customer care center and reported the dimension exl 200 instrument was generating 257 cuvette wheel cannot find position errors. An operator noted that the film had just been changed and verified that there was no jam around the diaphragm, film guides, or capstan. The operator verified that the capstan lever was locked in place and when the lever was released, the capstan was spinning. As per siemens remote instructions, the operator turned the cuvette wheel and she noticed that the c-clip popped out but could not identify where it came from. The customer was splashed by several droplets. The cuvette wheel was able to spin and cycled 20 cuvettes successively. Siemens further investigated the event with the customer. The customer indicated that the operator was clearing a cuvette jam and was splashed with a few droplets when she removed the spring bracket that holds the cuvettes around the top seal. The customer informed siemens that she was not wearing personal protection equipment (ppe) and siemens explained that ppe should be worn when performing maintenance. The use error contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and stated an operator was splashed in the face by several droplets while troubleshooting a cuvette wheel error message on the dimension exl 200 instrument. The operator washed her face and did not report seeking further intervention. There are no known reports of adverse health consequences due to this event. There were no delays to testing due to this event.